Event description:
Patient reported right side capsular contracture, baker grade unknown with pain. The device remains implanted.

Manufacturer narrative:
Continued section e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Patient reported "got in touch to ask about the recall and said that had pain and capsular contracture" baker grade unknown. Patient reported the following: loss of signal homogeneity inside the breast implants and foci of signal alteration inside the implants inferring altered permeability (¿water droplets¿) in the implants heterogeneous intracapsular tissue with delayed contrast enhancement, findings compatible with silicone-induced granuloma. There is also contiguity of the fibrous capsule with the pectoral muscle, especially in the right breast. Patient representative reported right side depressive disorder, anxiety disorder and based on mood change, fibromyalgia, fatigue ,sleep ,cognitive complaints, breast pain, and capsular contracture and infection. Not device related: cognitive complaints, sleep disturbance, fatigue, and fibromyalgia. The device has been explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30027079 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo evaluation: visual analysis of the photographs identified: ¿ varied injuries: unable to observe. ¿ silicone migration: unable to observe. ¿ seroma-late: unable to observe. ¿ inflammation/irritation: unable to observe. ¿ infection (late onset): unable to observe. ¿ granuloma: unable to observe. ¿ gel bleed: unable to observe. ¿ fibromyalgia: unable to observe. ¿ fever: unable to observe. ¿ fatigue: unable to observe. ¿ depression: unable to observe. ¿ chest pain: unable to observe. ¿ changes in sleep habits: unable to observe. ¿ capsular contracture: unable to observe. ¿ anxiety-product/procedure: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "got in touch to ask about the recall and said that had pain and capsular contracture" baker grade unknown. Patient reported the following: -loss of signal homogeneity inside the breast implants and foci of signal alteration inside the implants inferring altered permeability (¿water¿droplets¿) in the implants -heterogeneous intracapsular tissue with delayed contrast enhancement, findings compatible with silicone-induced granuloma -there is also contiguity of the fibrous capsule with the pectoral muscle, especially in the right breast. Patient representative reported right side depressive disorder, anxiety disorder and based on mood change, fibromyalgia, fatigue, sleep, cognitive complaints, breast pain, and capsular contracture and infection. Not device related: cognitive complaints, sleep disturbance, fatigue, and fibromyalgia. The device has been explanted.

Event description:
Healthcare professional, later reported, intracapsular collection, ¿pain¿, ¿capsular contracture, baker grade unknown¿. ¿showing capsular contracture¿, ¿fibrous capsule", "signs of altered permeability". "Loss of signal homogeneity inside the breast implants and foci of signal alteration inside the implants inferring altered permeability (¿water droplets¿)". ¿silicone-induced granuloma" and "recall".

Manufacturer narrative:
The reported events of seroma and granuloma are physiological complications. And analysis of the device generally does not assist abbvie in determining a probable cause for these events. Additional, changed, and/or corrected data: b5, b6, g2, h6.